Manufacturer narrative:
(B)(4) : initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
Material#: (B)(4) batch#: 3299751 3299755 3236124 it was reported by customer that experiencing coring when drawing up medication using the bd blunt fill needle. Verbatim: experiencing coring when drawing up medication using the bd blunt fill needle. Additional information: 1. How many occurrences of this complaint?? There were 2 reported occurrences of this complaint. 2.any picture of this complaint? 3. How was treatment completed for customer? The syringe with the rubber debri was not used on the patient. A new vial of medication was used with a new syringe and needle. 4. How was the patient outcome? Are there any clinical signs, health consequences or impact? No, was not used on a patient. 5.was there any patient involvement? No, however this was intended for patient care so it was a near miss.

Manufacturer narrative:
(B)(4) follow up : it was reported there was coring when drawing up medication. As a sample was not returned, a thorough sample evaluation could not be completed. A device history record review was completed for provided material number 305180, possible lots 3299751, 3299755, 3236124, 3145986, 2056831, 2245198 and 0211737. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis.

Event description:
No additional information received material#: 305180, batch#: 3299751, 3299755, 3236124. It was reported by customer that experiencing coring when drawing up medication using the bd blunt fill needle. Verbatim: experiencing coring when drawing up medication using the bd blunt fill needle. Comments on 28/03/2024 1. How many occurrences of this complaint?? There were 2 reported occurrences of this complaint. 2. Any picture of this complaint? 3. How was treatment completed for customer? The syringe with the rubber debri was not used on the patient. A new vial of medication was used with a new syringe and needle. 4. How was the patient outcome? Are there any clinical signs, health consequences or impact? No, was not used on a patient. 5.was there any patient involvement? No, however this was intended for patient care so it was a near miss.